Manufacturer narrative:
D3 - g1 corrected. Please refer to the attached analysis report.

Event description:
Reportedly, two remote monitoring reports dated 1969 and 1970 were transmitted to the center for an atp therapy delivery on (B)(6) 2021. The patient attended an MRI scan on (B)(6)2021. However, no anomaly was observed during device interrogations performed prior and after the MRI scan. Another remote monitoring report dated 1970 was already transmitted on (B)(6) 2019.

Manufacturer narrative:
The initial MDR was submitted through webtrader with an incorrect MFR number: 1000165971-2021-00371, instead of 1000165971-2021-00370. Preliminary analysis revealed that the reported behavior was most probably due to depletion of the internal (lithium) battery of the home monitor.

Event description:
Reportedly, two remote monitoring reports dated 1969 and 1970 were transmitted to the center for an atp therapy delivery on (B)(6) 2021. The patient attended an MRI scan on (B)(6) 2021. However, no anomaly was observed during device interrogations performed prior and after the MRI scan. Another remote monitoring report dated 1970 was already transmitted on (B)(6) 2019.

Event description:
Reportedly, two remote monitoring reports dated 1969 and 1970 were transmitted to the center for an atp therapy delivery on (B)(6) 2021. The patient attended an MRI scan on (B)(6) 2021. However, no anomaly was observed during device interrogations performed prior and after the MRI scan. Another remote monitoring report dated 1970 was already transmitted on (B)(6) 2019.